Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging an inaccurate delivery issue. No further information was provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/10/2017 with the following findings: a review of the pump¿s black box showed that the last basal delivery and the last bolus delivery were on (B)(6) 2017. The black box showed a replace cartridge alarm on (B)(6) 2017 at 09:29; deliveries resumed at 09:53. The total daily doses (tdd) added up correctly and reflected the user¿s programmed basal rates. During investigation, the pump was exercised for 24 hours with no errors or warnings occurring. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation.